Event description:
Information was received indicating that during use of a smiths medical cadd extension set for a life sustaining infusion (remodulin mdv 10mg/m, dose amount 276 ng/kg/min), patient reported that twice in the past two weeks, his extension set tubing was leaking at the filter. The reporter indicated that the patient was advised that when this occurs, the tubing should be changed. No patient consequences were reported. No adverse effects were reported.